Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), implanted: (B)(6) 2013, product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that stimulation increased and when it increased the patient felt like they were being ¿electrocuted.¿ it was further reported that the intensity of the stimulation would go up and down without the patient controlling it. It was noted that if the patient moved a certain way it would drop down and the patient was able to watch the programmer numbers move up and down. It was further reported that the patient¿s programmer had been acting up. It was noted that they had not been able to keep the controller on so they could not adjust anything. It was also noted that it was not working and that it keeps shutting off on its own. It was reported that the last couple days the patient could not get the programmer to stay on to make adjustments. The patient reportedly changed the batteries three times and when they put fresh batteries in it was showing only half battery. It was verified that the patient was using heavy duty batteries. It was then reported that the patient was finally able to get the programmer to stay on and, on the day prior to the report, they were able to turn the stimulator off. It was noted that prior to turning the device off the programmer would increase stimulation on its own. It was noted that the patient would not increase it manually. It was further noted that program a was set at .95 and the ¿second one¿ was set at 1.0. However it would increase to 1.4 on its own and the patient would have to manually turn it down to 1.0. It was noted that this sometimes happens when the patient was driving or walking. It was again noted that the patient had the stimulator off at the time of the report. It was also noted that the patient was able to connect the programmer to the implantable neurostimulator (ins). It was noted that the patient had not dropped the programmer or gotten it wet. The patient was reportedly bringing their daughter to dialysis every day and they are training to do home dialysis; the patient was not sure if it was due to emi or not. Additional information has been requested but was not available as of the date of this report.